Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 07/31/2019. Technical support troubleshot this issue with the customer over the phone. The customer was advised to ensure that the unit has 2.30 software. The software update to power on self test for primary alarm speakers will help eliminate the amount of false positive failure of the primary alarms. Part number for the speaker assembly was provided.

Event description:
The customer reported the ventilator generated an error (1102) relevant to primary alarm failure. There was no patient involvement.